Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following information:event date, quantity involved, how was the case completed? Investigation summary:it was reported a breakage suture issue. Thirteen unopened samples of product code 8702, lot mpr781 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of multiple device issues captured in reports 2210968-2019-87241, 2210968-2019-87242, 2210968-2019-87243 and 2210968-2019-87244. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date over the last couple of weeks and suture was used. During the procedure, the suture broke during distal anastomosis. The case was completed with another like device with a different lot number. There were no patient consequences reported. Additional information was requested.